Event description:
A us distributor returned a monitor and reported the monitor would not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a broken component. The root cause of the broken component cannot be positively identified. No adverse event resulted from the damaged monitor.